Event description:
A non healthcare professional reported that the surgery was planned due to continuous curvilinear capsulorhexis unstable issues and the anterior capsular tear was occurred in the unknown eye of the patient during refractive surgery. The procedure was completed successfully.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).